Event description:
(B)(4) clinical trial. It was reported that during a rotational atherectomy treatment procedure the patient experienced a drop in heart rate and blood pressure. The patient presented with class 3 stable angina in (B)(6) 2010 and underwent a cardiac catheterization procedure which revealed 1 target lesion. The 95% stenosed lesion was located in the severely calcified proximal left anterior descending artery with a reference vessel diameter of 3.50mm and a lesion length of 100mm. The lesion was treated with a 1.75mm rotalink burr atherectomy catheter. During treatment with the 1.75mm rotalink catheter there was difficulty ablating the lesion and the patient experienced a drop in blood pressure and heart rate. The 1.75mm rotalink device was removed and the patient was treated with an intravenous infusion of 500mls of gelofusine and 600mcg of atropine. A 1.50mm rotalink device was then advanced to complete the rotational atherectomy procedure followed by predilation with an unspecified balloon catheter. Four promus element stents were then deployed in an overlapping fashion, a 2.50x32mm, a 2.75x38mm, a 3.00x24mm and a 3.50x12mm. Post-dilation with an unspecified balloon was performed resulting in 0% residual stenosis. The patient was discharged 2 days later on aspirin and clopidogrel.

Event description:
(B)(4). It was reported that during a rotational atherectomy treatment procedure the patient experienced a drop in heart rate and blood pressure. The patient presented with class 3 stable angina in (B)(6) 2010 and underwent a cardiac catheterization procedure which revealed 1 target lesion. The 95% stenosed lesion was located in the severely calcified proximal left anterior descending artery with a reference vessel diameter of 3.50mm and a lesion length of 100mm. The lesion was treated with a 1.75mm rotalink burr atherectomy catheter. During treatment with the 1.75mm rotalink catheter there was difficulty ablating the lesion and the patient experienced a drop in blood pressure and heart rate. The 1.75mm rotalink device was removed and the patient was treated with an intravenous infusion of 500mls of gelofusine and 600mcg of atropine. A 1.50mm rotalink device was then advanced to complete the rotational atherectomy procedure followed by predilation with an unspecified balloon catheter. Four promus element stents were then deployed in an overlapping fashion, a 2.50x32mm, a 2.75x38mm, a 3.00x24mm and a 3.50x12mm. Post-dilation with an unspecified balloon was performed resulting in 0% residual stenosis. The patient was discharged 2 days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Correction to previous submission. The date rec'd by MFR. Was reported as (B)(6) 2012 and should have been (B)(6) 2012.